Event description:
Related manufacturer reference number: 2017865-2022-45525. It was reported the patient presented to the hospital. Upon interrogation, it was discovered the right ventricular (rv) lead exhibited high capture thresholds leading to loss of capture and the atrial lead exhibited high capture thresholds. X-ray confirmed the atrial and rv leads had dislodged. While attempting to reposition the atrial and rv leads, the helix would not extend on either lead. The atrial and rv leads were explanted and replaced. The patient was in stable condition with respect to abbott's contribution to the patient's health.

Manufacturer narrative:
The reported events of lead dislodgement and high capture threshold was not confirmed while the reported event of failure to extend helix was confirmed. A complete lead was returned in one piece for analysis. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. Visual, x-ray, and electrical testing were normal with no anomalies found.